Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-02309. The velocity was fractured approximately 33.5 cm from the hub. Evaluation of the returned device revealed that the velocity was fractured. This type of damage typically occurs due to forceful handling during use. The neuron max and ace68 mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Results: the velocity was fractured approximately 33.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the velocity was fractured. This type of damage typically occurs due to forceful handling during use. The neuron max and ace68 mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician advanced the velocity through a neuron max and used the velocity to deliver a penumbra system ace 68 reperfusion catheter (ace68). Once the ace68 was in place the velocity was removed. Upon removing the velocity, the hospital staff found that the velocity had become split. The procedure was therefore completed using a new velocity, the same neuron max, and the same ace68. There was no report of an adverse effect to the patient.